Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. The patient was vacuuming at the time of the events. The clinic will have the patient come in to do some testing and re-programming. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information on the serial number/lot number for the device. It was reported that the patient had inappropriate shocks due to oversensing of noise. The patient was vacuuming at the time of the events. The clinic will have the patient come in to do some testing and re-programming. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This supplemental report is being filed to provide additional information on the d tab for the serial number/lot number of the device.